Manufacturer narrative:
The customer¿s products have been requested for return. The customer discarded all the lancets. Occupation was lay user/patient.

Event description:
The initial reporter stated half of her lancets were missing the sterile cap and/or the needle did not puncture the finger. The needle was not visible.